Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a varipulse¿ bi-directional catheter and the patient experienced heart failure symptoms associated with large amounts of irrigation fluid delivery. The report indicated that the next day after the cardiac ablation procedure with varipulse catheter, the patient experienced heart failure like symptoms. The procedure date was (B)(6) 2025. No extended hospitalization. Initially, the physician's opinion on the relationship between the event and the product, and the cause of this adverse event, was that the physician considered that the large amount of irrigation fluid in the varipulse procedure might have been related. However, additional information indicated that the irrigation coming from the varipulse was confirmed to be not excessive. It was also indicated that the irrigation settings were low flow: 4ml/min and high flow: 30ml/min. During ablation, high flow 30ml/min, and when not ablating it was low flow: 4ml/min. The amount of irrigation fluid delivered during the procedure was 750ml. A trupulse generator and ngen pump were used for the procedure.

Manufacturer narrative:
The device investigation has been completed which included performing a manufacturing record evaluation (mre). The manufacturing record evaluation performed for the finished device with lot number 31718263l identified no internal actions related to the reported complaint condition. Since no device has been received for analysis, no product investigation could be performed, and the customer complaint cannot be confirmed. However, if the product is received in the future, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).